Event description:
It was reported that the pump of this inflatable penile prosthesis was not working. The device had fluid loss. The cylinders were explanted and replaced. No patient complications reported.